Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that, on (B)(6) 2010, patient underwent following procedure: removal of hardware. Posterior interbody fusion l3-4. Revision of hardware l3-4. Posterior spinal fusion l3-4 5. Revision decompression l3-4 pre-op and post-op diagnosis: retained hardware. Lumbar stenosis l3-4. Lumbar spondylosis. Lumbar radiculopathy as per op notes: ".. After identifying both the l3 and l4 nerve root, the previous cage was exposed and removed. After cleaning up the graft and disc space, this was then recut, re-shaved and the cage was reinserted with packing of local bone in a bmp filled cage.. Next, the gutters were decorticated, thee wound irrigated and the gutters packed with a combination of bmp and allograft bone with avertin and bone marrow aspirate. No complications were reported.." On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.